Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that air was visible. During a pulse field ablation to treat atrial fibrillation (a fib) a faradrive steerable sheath clear was selected for use. The transseptal was lost, requiring the physician to perform a new puncture. The physician removed the faradrive to use a non-boston scientific (bsc) sheath for the transseptal puncture. When attempting to re-insert the faradrive sheath, the physician noticed a significant amount of air between the valve and the 3-way stopcock during aspiration. The sheath was replaced and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for analysis. It was further reported that there were no abnormalities observed during preparation or use of the sheath prior to the event. A farawave catheter was present inside the sheath around the time the air was observed. A pressure bag was used for irrigation of the sheath with a continuous slow flow rate. No air was seen inside the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was visible. During a pulse field ablation to treat atrial fibrillation (a fib) a faradrive steerable sheath clear was selected for use. The transseptal was lost, requiring the physician to perform a new puncture. The physician removed the faradrive to use a non-boston scientific (bsc) sheath for the transseptal puncture. When attempting to re-insert the faradrive sheath, the physician noticed a significant amount of air between the valve and the 3-way stopcock during aspiration. The sheath was replaced and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for analysis.

Manufacturer narrative:
B5: describe event or problem- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was visible. During a pulse field ablation to treat atrial fibrillation (a fib) a faradrive steerable sheath clear was selected for use. The transseptal was lost, requiring the physician to perform a new puncture. The physician removed the faradrive to use a non-boston scientific (bsc) sheath for the transseptal puncture. When attempting to re-insert the faradrive sheath, the physician noticed a significant amount of air between the valve and the 3-way stopcock during aspiration. The sheath was replaced and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for analysis. It was further reported that there were no abnormalities observed during preparation or use of the sheath prior to the event. A farawave catheter was present inside the sheath around the time the air was observed. A pressure bag was used for irrigation of the sheath with a continuous slow flow rate. No air was seen inside the patient.